Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and opening. Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and puncture opening on posterior side, consist in the use of some surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening and a puncture opening on the posterior due to surgical damage like. The reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.